Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016 .device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: the reported quiet sounds complaint was unable to be duplicated during investigation. The sound on the pump was found to be working properly. Unrelated to the complaint, the display was found to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone (quiet sounds) issue. The vibratory feature of the pump reportedly was functioning appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.